Event description:
The following event originated from a website survey on watchman.com. And the information is often incomplete. Additionally, due to the limited information received through the website, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis, stroke and device leaks occurred. A comment was made via the website survey on watchman.com where a comment was received from an unknown person stating: watchman in 3-4 years clot stroke, two leaks. There were no further details provided. This comment came through an open text field on the watchman.com website. There was no identification on who left the comment to attempt to clarify the event or obtain more information with the commentor.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known. Sec d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown.

Event description:
The following event originated from a website survey on watchman.com. And the information is often incomplete. Additionally, due to the limited information received through the website, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis, stroke and device leaks occurred. A comment was made via the website survey on watchman.com where a comment was received from an unknown person stating: watchman in 3-4 years clot stroke, two leaks. There were no further details provided. This comment came through an open text field on the watchman.com website. There was no identification on who left the comment to attempt to clarify the event or obtain more information with the commentor.